Event description:
It was reported that the pulse generator exhibited premature battery depletion. Device check in 2017 indicated that the device had 5 years remaining. The patient presented on (B)(6) 2018 for replacement procedure and the device was replaced. The patient was stable post procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.